Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. During routine preventive maintenance (pm) testing of an infusion pump at mckesson, the device failed the pm safety test. Specifically, the enclosure resistance and earth resistance were found to be out of range. The test was repeated using different power cords and a new battery, but the device still did not pass the safety test. The pump was then shipped to intuvie and was investigated according to protocol 6 addendum 2 using the functional testing. The alleged complaint of battery not holding charge was not confirmed. Found failure modes: missing caution label on top of the pump. Ground leakage resistance failing at 0.151 ohms. The device was not performing to specification. The pump will be transferred to the servicing team to be tested and serviced. A review of the serial number history found no similar complaints for this device. The root cause is unknown at this time. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that a device, returned from OEM servicing, failed the preventive maintenance (pm) safety test. The enclosure resistance and earth resistance were found to be outside the acceptable range. No patient involvement was reported.

Manufacturer narrative:
This supplement serves as a correction. The adverse event problem codes have been corrected.